Event description:
Had lasik surgery in both eyes. Because of this, I had all my tear ducts cauterized due to severe dry eye. Shortly after lasik, I experienced severe dry eye. Got so bad I could not work (did computer work all day). Problems have gotten worse over the years. Have halos and extreme glare. Cannot drink alcohol or coffee (diuretic) as it makes dry eye worse. Have trouble going to malls and stores due to air float. Sensitive to heat and air-conditioning. Have pain and achiness some days in both eyes. Always have discomfort. It is my understanding that the man who developed this procedure has stated it was a mistake, has totally changed my life and not for the better. I am definitely handicapped in many ways.